Manufacturer narrative:
G2: added additional notification information with the receipt of medwatch form mw5097223. Manufacturer narrative: received one 000150 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the guidewire was received broken. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review could not be conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 75,555 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. The instructions for use, aw7000709, advises the user that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the sprint tips have been reported to have become dislodged during reuse or cleaning. Dislodgment of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach, or bowel and the consequences customarily associated therewith. Carefully inspect the reusable guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 000150, was being used for dilation on (B)(6) 2020 when the tip of the guidewire was broken off. The component fell into the patient's stomach and was retrieved with forceps. This caused a 5-minute delay in the procedure. The procedure was completed without any report of injury to the patient. There was no medical intervention or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.